Manufacturer narrative:
The axiem portable was returned to the manufacturer for analysis. Analysis found that the amber fault light was lit and the axiem box reported a high internal temperate failure. Analysis found that the reported event was related to a electrical issue. A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the axiem showed a high internal temperature warning for about 10 minutes. There were no concerns with tracking during this time. There was no impact to patient. There was no delay to the procedure as a result of the reported issue.